Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that while selecting a vessel for coil embolization of a pseudoaneurysm in the peripheral portion of the native hepatic artery with a non-stryker microcatheter, approximately 20 cm of the tip of the guidewire (subject device) was detached and remained in the body. The detached tip of the guide wire (subject device) was left in place after the physician determined that it would not adversely affect the patient. The target aneurysm was successfully approached from another route using a new guidewire. The procedure was completed successfully.

Event description:
It was reported that while selecting a vessel for coil embolization of a pseudoaneurysm in the peripheral portion of the native hepatic artery with a non-stryker microcatheter, approximately 20 cm of the tip of the guidewire (subject device) was dethatched and remained in the body. The detached tip of the guide wire (subject device) was left in place after the physician determined that it would not adversely affect the patient. The target aneurysm was successfully approached from another route using a new guidewire. The procedure was completed successfully.

Manufacturer narrative:
D4 lot # - corrected from 84301 to 0000084301. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the guidewire ptfe (polytetrafluoroethylene) coating was noted to be peeling in multiple areas to 74cm from the proximal end, the guidewire was returned broken/fractured at 203cm from the proximal end with core wire exposed, hydrophilic coating was hydrated there were no anomalies noted. A functional test was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient and the device was prepared for use as per the directions for use. Approximately 20 cm of the tip was detached and was left in place after the physician determined that it would not adversely affect the patient. During analysis, the guidewire ptfe (polytetrafluoroethylene) coating was noted to be peeling in multiple areas to 74cm from the proximal end, the peeling most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. The guidewire was noted to be broken/fractured at 203cm from the proximal end. The core wire was exposed at the fracture point which indicates the guidewire encountered excessive force and manipulation such as bending and torsion during the procedure which resulted in the observed damage. An assignable cause of procedural factors will be assigned to the as reported and as analyzed 'guidewire distal tip broken/fractured during use' and 'un-retrieved device fragments' since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. An assignable cause of handling damage will be assigned to the as analyzed ¿guidewire ptfe coating peeling as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.